Manufacturer narrative:
Investigation summary: as no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 had residual volume issues during use with the "fk pumps" and "fk bags+ c100". Additionally, it was reported that using shorter lines seemed to "resolve the issue", and the bd phaseal injector was used to inject "10ml of air" into the fk bag to "help with residual volume". The following information was provided by the initial reporter: the medical center switched from ICU medical pumps to fk pumps. The pharmacist mentioned that they are having residual volume issues with the new pump but, when I spoke to nurse in charge, she advised that they have always had residual volume issues. This issue is with fk bags+ c100. The nurse is now happy and thinks that they have 'resolved' the issue by using shorter lines. The nurse also said that they used to inject 10ml of air using the bd phaseal injector into the fk bag and this would help with residual volume. She claims that her pharmacy asked the company to inject an extra 10ml of air into the fk bags before sending to the customer but they declined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ infusion adapter c100 had residual volume issues during use with the "fk pumps" and "fk bags+ c100". Additionally, it was reported that using shorter lines seemed to "resolve the issue", and the bd phaseal injector was used to inject "10ml of air" into the fk bag to "help with residual volume". The following information was provided by the initial reporter: the medical center switched from ICU medical pumps to fk pumps. The pharmacist mentioned that they are having residual volume issues with the new pump but, when I spoke to nurse in charge, she advised that they have always had residual volume issues. This issue is with fk bags+ c100. The nurse is now happy and thinks that they have 'resolved' the issue by using shorter lines. The nurse also said that they used to inject 10ml of air using the bd phaseal injector into the fk bag and this would help with residual volume. She claims that her pharmacy asked the company to inject an extra 10ml of air into the fk bags before sending to the customer but they declined.